Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on 11/14/2022 for g6 transmitter with serial number (B)(6). However, g6 transmitter with serial number (B)(6)was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and reported allegation not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. No injury or medical intervention was reported.